Manufacturer narrative:
(B)(4). The reported complaint of "tube kinked" was confirmed based upon the investigation of the sample received. The customer provided one photo and returned one unit 5-12614 et tube, cuffed, spiral-flex 7.0 for investigation. Visual and functional inspection of the returned sample revealed that the tube was kinked at the distal end of the connector. The inner part of the tube was occluded due to the kink. A device history record review was performed on the spiral-flex et tube with no evidence to suggest a manufacturing related cause. The damage observed on the et tube is consistent with damage that can be caused by pinching the tube with high force. It could not be determined what caused the tube to kink, but it could have been caused by the positioning of the patient and/or the patient biting the tube. Based on the type of damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that: "(B)(6) 2025, an anesthesiologist placed a tube for a patient with prostate cancer. Approximately two hours into the surgery, the patient's airway pressure increased. Upon examination, it was found that the inner membrane of the tube had bulged, almost completely obstructing the tube. We have not received any reports of patient harm from this incident. It occurred near the end of surgery, when a sudden rise in airway pressure led the anesthesiologist to suspect an asthma attack and initiate emergency procedures. Fortunately, the issue was identified promptly , and the patient did not experience prolonged low oxygen saturation. The patient's pacu observation was longer than for similar surgeries to ensure no additional injuries after full awakening. Fortunately , recovery was unaffected. Oxygen saturation briefly dropped below 95%, but due to prompt detection, prolonged hypoxemia did not occur. The anesthesiologist had tested the tube integrity and cuff for leaks before use.".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "on (B)(6) 2025, an anesthesiologist placed a tube for a patient with prostate cancer. Approximately two hours into the surgery, the patient's airway pressure increased. Upon examination, it was found that the inner membrane of the tube had bulged, almost completely obstructing the tube. We have not received any reports of patient harm from this incident. It occurred near the end of surgery, when a sudden rise in airway pressure led the anesthesiologist to suspect an asthma attack and initiate emergency procedures. Fortunately, the issue was identified promptly, and the patient did not experience prolonged low oxygen saturation. The patient's pacu observation was longer than for similar surgeries to ensure no additional injuries after full awakening. Fortunately, recovery was unaffected. Oxygen saturation briefly dropped below 95%, but due to prompt detection, prolonged hypoxemia did not occur. The anesthesiologist had tested the tube integrity and cuff for leaks before use."